Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication issuance was unsuccessful due to a quantity error. The technical support specialist connected to the cabinet and had perform a cycle count of the item. There was one quantity stocked for one quantity to be issued. After checking the patient order it was found that the profile quantity required was set to 0. The issue was then resolved. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis medflex mn 1000 8hh-2fm device was unable to issue the requested quantity of medication. No report of patient harm or injury.